Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-06128. It was reported after meeting with the patient, she complained the scs system therapy was not effective. Consequently, surgical intervention was taken and the patient's scs leads were replaced. Postoperatively, the patient's new system was programed and the patient reported receiving effective stimulation therapy coverage.